Manufacturer narrative:
This supplemental report is being submitted to correct the following fields; h4 (inadvertently missed) and h6 findings (changed from 114 - operational problem identified to 4203 - electrical/electronic component problem identified) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera video system center had image stripes. The issue was found during preparation for use. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: no image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.